Manufacturer narrative:
There was no button error alarm noted. There was intermittent button response due to moisture damage on keypad traces. There was minor scratches to the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The numbers do not ramp up on its own or scroll bar moving with no input. (B)(4).

Event description:
The customer's father reported via phone call of button error on his daughter's insulin pump. The customer's blood glucose at the time was 315mg/dl. The father states they were not able to treat the high levels because of the button error. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.